Event description:
It was reported that prior to use with an unspecified amount of bd precisionglide¿ needle 21g 1in the needle pulled out of the hub. The following information was provided by the initial reporter: needle difficult to get out of holder, once out there was no needle attached to the hub. This has happened numerous times with this size of needle recently .

Manufacturer narrative:
After further information obtained by customer, it has been determined that the previously submitted report was sent in error. The needle was missing, therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with an unspecified amount of bd precisionglide¿ needle 21g 1in the needle pulled out of the hub. The following information was provided by the initial reporter: needle difficult to get out of holder, once out there was no needle attached to the hub. This has happened numerous times with this size of needle recently .